Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, post-procedure, the patient experienced pain, erosion and stress urinary incontinence. A partial removal of the device was performed. All other information is unknown and unavailable.